Event description:
Patient reported "capsular contracture, baker grade unknown, pain, and sitting higher". This record is for the left side. The device remains implanted. Patient was prescribed singular.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown a review of the device history record has been completed. No deviations or non-conformance's noted.